Event description:
It was reported that alerts were delivered for high ventricular rate (hvr) that appeared to be noise when the patient exercised and plays golf. The noise was reproducible with arm maneuvers. Programming changes were made. The patient will continue to be monitored. There were no adverse health consequences, the patient was stable.